Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited "no disposable, clamp tubing" and "no disposable, pump won't run" alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.